Event description:
The surgeon reported that the electrode array lead wire of the pt's cochlear implant extruded through the tympanic membrane. Revision surgery will be scheduled either to reinsert the electrode array and repair the tympanic membrane or to explant the device and reimplant a new device.